Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR# 2134265-2017-11814. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 22x2.50mm, concentric, de novo, target lesion was located in a non-calcified left circumflex artery. An nc balloon was advanced over a non-bsc guidewire and the target lesion pre-dilated at 12 atmospheres. The 2.50 x 24mm promus element¿ plus stent was deployed and post dilated with a quantum apex balloon. During fluoroscopy of the deployed stent, the physician noticed a vessel dissection at the distal portion of the stent. The dissection was treated with a 2.50 x 16mm promus element¿ plus stent. No patient complications were reported. The patient was responding well to medication and their status was stable.